Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.¿ h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had worn the pump while swimming. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 191 mg/dl.